Event description:
A customer contacted beckman coulter inc. (Bci) in regards to higher than expected prostate specific antigen (hyb-psa) result generated by unicel dxi 800 access immunoassay analyzer for one post-prostatectomy patient. Subsequent testing with a heterophile blocking tube and testing by an alternate methodology produced lower results that better matched the patient's clinical presentation. The elevated psa result was not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within the established ranges. The sample was collected in a serum tube. Service was not dispatched as the customer is not questioning instrument performance at this time. A definitive root cause for this event has not been determined to date.